Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered during the patient¿s pd treatment . During drain 4 of 4 the spouse encountered fluid leaking from the patient line. The spouse called the pd nurse and was told to call technical services who helped the spouse cancel the treatment. When the spouse pulled the cassette from the cycler it was noted to be completely dry as well as the inside of the cycler. Upon follow up with the pd nurse, it was verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The nurse reported that there was a small slit in the patient line just below where it connects into the catheter line. The patient was given a cycle of prophylactic antibiotics due to the leak. The cycler set is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered during the patient¿s pd treatment . During drain 4 of 4 the spouse encountered fluid leaking from the patient line. The spouse called the pd nurse and was told to call technical services who helped the spouse cancel the treatment. When the spouse pulled the cassette from the cycler it was noted to be completely dry as well as the inside of the cycler. Upon follow up with the pd nurse, it was verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The nurse reported that there was a small slit in the patient line just below where it connects into the catheter line. The patient was given a cycle of prophylactic antibiotics due to the leak. The cycler set is available for return for physical evaluation by the manufacturer.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered during the patient¿s pd treatment . During drain 4 of 4 the spouse encountered fluid leaking from the patient line. The spouse called the pd nurse and was told to call technical services who helped the spouse cancel the treatment. When the spouse pulled the cassette from the cycler it was noted to be completely dry as well as the inside of the cycler. Upon follow up with the pd nurse, it was verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The nurse reported that there was a small slit in the patient line just below where it connects into the catheter line. The patient was given a cycle of prophylactic antibiotics due to the leak. The cycler set is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed.  During the visual inspection a hole was observed in the patient line.  A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established. The returned sample was scrapped after evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered during the patient¿s pd treatment . During drain 4 of 4 the spouse encountered fluid leaking from the patient line. The spouse called the pd nurse and was told to call technical services who helped the spouse cancel the treatment. When the spouse pulled the cassette from the cycler it was noted to be completely dry as well as the inside of the cycler. Upon follow up with the pd nurse, it was verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The nurse reported that there was a small slit in the patient line just below where it connects into the catheter line. The patient was given a cycle of prophylactic antibiotics due to the leak. The cycler set is available for return for physical evaluation by the manufacturer.